Manufacturer narrative:
(B)(4). The customer reported a failure to discharge during testing via internal paddles. The device and paddles set were evaluated locally by philips. The problem was isolated to a broken pin on the internal paddles. Replacement of the internal paddle set resolved the symptom.

Event description:
The customer reported a failure to discharge during testing via internal paddles.